Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to replace the o-rings and to apply krytox (lubricant) to the rings. The customer ordered o-rings and krytox to complete repairs. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the unit failed high pressure testing. There was no patient involvement. The event date as not specified; estimate used.